Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) went on-site to evaluate the suspect device. The fse determined the fraction of inspired oxygen (fio2) was out of calibration. The fse reported the o2 sensor range error and ordered replacement parts. Once the defective parts have been sent back to the carefusion failure analysis laboratory, a follow-up report will be included.

Event description:
The customer reported while using the vela ventilator; the unit is giving oxygen (o2) sensor error. The customer reported there is no patient involvement associated with the event.